Event description:
A report was received that the patient was not receiving adequate stimulation. The bsn sales representative determined that all the contacts on the patient's right lead were showing high impedances. The lead was replaced and the patient was reportedly doing well following the procedure.